Manufacturer narrative:
Device received with blank display, problem isolated to electrical board. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to blank display. Device received with scratched case and pillowing keypad overlay. The p-cap does lock properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the battery was changed multiple times, but the issue was not resolved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.